Manufacturer narrative:
An event regarding range of motion (rom) involving a triathlon insert was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: the patient underwent a mako tka. The preoperative records and conservative care and radiographs were not provided. She also takes a disease modifying drug, but ra was not well defined. The patient had a routine procedure. At two weeks she appeared to be doing well. There was a gap in the postoperative record until 01/23/2024. After the 10 months, she was seen by another surgeon for pain and poor motion. He felt that open debridement and mua with poly exchange could help with the motion and the pain. That procedure was performed, and the patient was much happier. No notes after 6 weeks were provided for review. No radiographs were provided for review. Event confirmation: a mako tka can be confirmed. An open debridement and polyethylene exchange can be confirmed. Root cause: the root cause of the tka was djd of the knee. The root cause of the pre-revision symptoms cannot be determined. The root cause of the open debridement, mua and polyethylene exchange was complaints of posterolateral pain and poor motion. The root cause of the symptoms cannot be ascertained but would likely be associated with the hypertrophic scar response. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it as reported that the patient was reported that the patient was revised due to rom and pain. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: the patient underwent a mako tka. The preoperative records and conservative care and radiographs were not provided. She also takes a disease modifying drug, but ra was not well defined. The patient had a routine procedure. At two weeks she appeared to be doing well. There was a gap in the postoperative record until 01/23/2024. After the 10 months, she was seen by another surgeon for pain and poor motion. He felt that open debridement and mua with poly exchange could help with the motion and the pain. That procedure was performed, and the patient was much happier. No notes after 6 weeks were provided for review. No radiographs were provided for review. Event confirmation: a mako tka can be confirmed. An open debridement and polyethylene exchange can be confirmed. Root cause: the root cause of the tka was djd of the knee. The root cause of the pre-revision symptoms cannot be determined. The root cause of the open debridement, mua and polyethylene exchange was complaints of posterolateral pain and poor motion. The root cause of the symptoms cannot be ascertained but would likely be associated with the hypertrophic scar response."

Event description:
Right knee replacement done with wrong part used. There was a delay in seeing a doctor post operation by eight months. Different doctor seen. Second surgery needed to repair and replace wrong part. Patient had pain that continued until repair done.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right knee replacement done with wrong part used. There was a delay in seeing a doctor post operation by eight months. Different doctor seen. Second surgery needed to repair and replace wrong part. Patient had pain that continued until repair done.